Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that they have been having trouble with their personal therapy manager (ptm) for 'quite some time now' later stated 'for a while.' The patient stated 'that it's almost impossible to get it to connect with the pump when trying to give myself a bolus. It was such ¿a narrow window.¿ they had to move it around gingerly to find the spot. If it does connect, it will only go up to 8 percent and then you had to try to move the communicator gently around to try and find the pump to where it will go to 100 percent.' The patient mentioned that 'it just randomly stops at different numbers and when it gets to 91 percent and pauses as even the doctor said he never seen it pause this long. The hard part was getting 8 percent to 91 percent. If I get to 91 percent, it will ultimately go to 100%. But they stood up against a counter and their hands were holding the communicator around the edge of the pump, so they don't move. The patient mentioned that connecting to the pump was 'very inconsistent' and has been going on for 'at least a year now.' Moreover, their healthcare provider had a hard time trying to get the patient's handset/communicator to connect to their pump while at the office yesterday. The patient stated that the physician assistance they work with took 3 times to connect to patient's pump due to seeing 'couldn't find no pump, retry.' While on the call, the patient was able to successfully connect to their pump without issue and stated they were in a lockout due to bolusing 'just' before calling. The agent reviewed considerations. The patient only had it for a little over a year, but it's been getting progressively worse. The patient also mentioned they had the pump since 2017, and had it replaced routinely l ast year in october. The patient asked if they could have new equipment because this is really frustrating for them. The patient mentioned they were very skinny, and they can see the entire outline of the pump through the skin and can see the bulge at the bottom where it goes back into my body. The patient also mentioned they were getting 'reboot system now' on handset every time they power on the handset. They have a sciatica nerve issue so bad they can't sit, stand, or walk very well, so they will make one trip from their home down the mountain once at a time (when discussing picking up fedex package). The agent documented reported information and sent an email to repair for a new wallet. The agent agreed to make outbound call to patient tomorrow with the tracking number. The agent reviewed communicator placement with pump antenna considerations and patient was able to find pump antenna location. The agent reviewed closing application after use. The patient agreed to monitor and call back for assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Product ID m977041a001 lot# serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.